Event description:
It was reported that the device was at end of service (eos) earlier than expected. It was noted that the patient was part of the optilink hf study. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 6947-75 implantable tachy lead: (B)(6) 2010; a 5076-52 implantable pacing lead: (B)(6) 2010. (B)(4).